Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump would intermittently not audibly annunciate for alerts and alarms and that the pump volume was too low despite the volume settings being set to high. Customer¿s blood glucose level was 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.